Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial (B)(4) description: avista MRI percutaneous lead kit, 56 cm.

Event description:
A report was received that the patient had developed eczema. The dermatologist believed it may be due to the makeup of the scs system. The patient was prescribed with methylprednisolone and everything was under control.